Manufacturer narrative:
The evaluation and repair of the device has not yet been completed. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) bottom half of the display was red. Although requested, it is unk if there was pt involvement.